Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, housing intact. Upon inspection, the problem was not duplicated. Pump was found to be displaying "pump settings and patient data lost" alarm message on power up when batteries are inserted during the investigation. Recommend motor and downstream occlusion sensor to be replaced as a preventative measure and install software applications.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited motor rate error, cassette not attached.